Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no audio output. A root cause cannot be determined. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and "call tech support" error was observed on the screen. A communication tool audio test was performed and failed, no audio was heard. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).